Manufacturer narrative:
Additional narrative: patient information is unknown. Event date: unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the instrument from the insight retractor set is not working properly. This instrument is meant to lock when the lever is switched to the left position, but this is not happening as pressure on the blades allows the retractor to close. It happened during surgery; there was no reported patient harm or delay in procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Initial reporter: hospital contact phone number - (B)(6). DHR review ¿ manufacturing date: september 27, 2012. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #1384662/1331442a is corresponding to the specifications. An nc was generated about the position of the stop pin on the tips of the arms. The parts were given a uai disposition. This non conformity has no bearing to this complaint condition as the complaint is regarding the ratcheting function. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the spring of the retractor was in right position. The ratchet was stuck and it was hard to move the lever. It could not be switched full to the left position and therefore could not lock. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. After a light oiling the retractor works very well. There was no sign of non-conformance during investigation. No manufacturing issue was found during investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.